Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed through the evaluation of the submitted log file. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log files could have been potentially consistent with a compromised wire in the patient's driveline. However, a root cause for the low speed alarms and pump stoppage events could not be determined through the evaluation of the returned portion of the driveline. Approximately 6.5 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity test of the returned driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layer were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on pump support using an ungrounded patient cable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced ischemic stroke is reported under MDR report #2916596-2016-02201. (B)(4). The device was returned for investigation. The evaluation is not yet completed. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced a low flow alarm, followed by a driveline disconnect alarm that was transient. It was reported that the patient was symptomatic, but the symptoms were not specified. Log file review performed by the manufacturers technical services confirmed low speed operation events and pump stoppages. X-rays of the driveline were unremarkable. Technical services performed a percutaneous lead (driveline) replacement. On (B)(6) 2016, it was reported that no alarms associated with driveline issues had been observed since the driveline replacement. The patient was to utilize an ungrounded power module patient cable for support on ac power. It was reported that the events associated with the driveline occurred during an admission for a previously reported ischemic stroke.